Manufacturer narrative:
User reported issue was confirmed. The air-in-line sensor was not alarming due to the air-in-line sensor cable disconnected. The device was repaired and retested to meet all the specifications on 12/04/2015. (B)(4).

Event description:
The user reported " the device pumps air into chamber without alarming. No harm to any patients."